Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the carefusion application was logged in and running, however, when the screen saver activated. A technical support specialist (tss) applied the knowledge article cfnapp auto-locks requiring password and monitored for few minutes. An email was sent to the customer. The issue was resolved after the station was re-imaged onsite, user verification was completed, and the case was closed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, care fusion application was logged in and running, however, when the screen saver activated and returned to the care fusion application login screen and prevented other users from logging in. However, there were no delay to patient care and adverse events or injuries reported based on this incident.